Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were told the cardiac resynchronization therapy defibrillator (crt-d) was defective. Patient wasn¿t sure what was wrong with the device, but thought the physician was going to address the issue. The device remains in use. No patient complications have been reported as a result of this event.